Event description:
The user facility reported an 81-year-old male with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. It was reported that upon implant of the impella rp, the physician was believed to have nicked something resulting in a hemothorax. The patient subsequently experienced bradycardia and suffered a cardiac arrest. Three rounds of cardiopulmonary resuscitation (CPR) were performed before a return of spontaneous circulation was achieved. Support continued with the implanted pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ impella rp: ¿handle with care. The impella rp with smartassist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07711 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the vf/vt/af/at (bradycardia) and vascular damage - great vessel issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause of the vt/vf was not determined. The cause of the vascular damage issue was not determined since product was not returned and due to insufficient clinical information.